Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators such as severe obstructive calcification or severe tortuosity. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7.0mm. In this case, the patient's access vessel was measured to be 7.0 mm with noted mild calcification and mild tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is likely that the borderline vessel size along with calcification and tortuosity of the vessel that was not appreciable on imaging, contributed to the event. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are required.

Event description:
The physician noted a minor dissection in the common iliac artery and a small perforation was also found in the common femoral. No resistance was felt with the sheath. The dissection was treated with an ev3 biliary visi-pro 9x37 stent and the perforation was treated with a 10mmx10cm viabaun covered stent. The patient was noted to be in stable condition at the end of the procedure.